Manufacturer narrative:
(B)(4). Updated section: e1, g3, g6, h2, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots 3000505892, 3000497812, 3000488855, and the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000505892. There was an ncmr documented for this lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot #s 3000497812 and 3000488855. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/12/2026. An investigation was conducted on 02/17/2026. A visual inspection was conducted. Signs of clinical use and evidence of slight blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked, split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure break c-ring was confirmed. A lot history record review was completed for lots 3000505892, 3000497812, 3000488855, and the last 3 lots shipped to the account prior to the event aware date. For lot # 3000505892, there was an ncmr documented for this lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000497812 and lot# 3000488855, there were no ncmr, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented within the maquet corrective and preventive action CAPA system.

Event description:
N/a.

Event description:
The hospital reported that the c-ring of the vasoview hemopro 2 broke in half during the procedure. No fragments remained in the patient¿s leg. No pre-test was performed prior to the case. A new device was opened to complete the procedure, resulting in a minimal delay. There was no patient harm.

Manufacturer narrative:
Tw# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.